Manufacturer narrative:
The customer reported the central nurse's station (cns) would not boot up and it would get stuck in the cns-6000 screen before entering windows. Per the customer, they rebooted the cns because the mouse and keyboard were not responding. After the cns tried to comeback up, it was stuck on the cns-6000 splash screen. Technical service (ts) had the customer boot the cns back up on 1 hdd and this worked. They inserted in the other hdd in port 1 and it started to restore the raid automatically. The cns is working now, issue resolved. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) would not boot up and it would get stuck in the cns-6000 screen before entering windows.